Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior colporrhaphy, posterior colporrhaphy with a sacrospinous fixation and vaginal repair due to vault prolapse. It was noted on operative report that the patient had undergone multiple vaginal procedures including several apical repairs and two attempts at slings with revision. It was reported that the patient underwent sling removal, urethrolysis, removal of foreign body, sling placement/boston scientific repliform was implanted on (B)(6) 2006 due to continued stress incontinence. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.